Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt states reason for call is to facilitate a meeting with a manufacturing representative (rep) to get the leads checked. Pt reports that for a month or two, he has been having problems w/ the stimulator. Pt explained that when he got his current ins, they didn't replace the leads, and he is experiencing a lot of pain in his lower back. Pt states that he fell and hurt his back as well, requiring him to go the hospital, but noted he wasn't able to get an MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had been having a charging issue. The charger would beep and told the patient it was at 100% but when they unplugged the charger and checked the status it would read 70% but not always. The patient did not know the cause. They were making sure their charger cord was not kinked and they kept still during charging. Their manufacturer representative checked everything and performed a diagnosis scan on the charger and stated they would send it off to be checked. The patient had not had it happen again.